Event description:
The target lesion was right common to internal carotid artery. The patient was male. There was heavy calcification and no vessel tortuosity, the rate of stenosis was 80%. A percusurge (medtronic, 5.5mm, lot unk) was used for the procedure and the stent placement (precise) was successful. Pre-dilatation (4mm/6atm, brand unk) and post-dilatation (4mm/14atm, brand unk) were performed with balloon catheter. During the procedure, the patient developed hypotension. Dopamine hydrochloride was administered and had a full recovery by the next day. According to the physician, this was occurred due to carotid sinus reflex by stent placement.

Manufacturer narrative:
The product(s) are not available for analysis. A review of the manufacturing route sheets for the involve lot(s) confirmed that the device(s) met quality requirements for product acceptance. Hemodynamic depression during a carotid artery stenting procedures is a common event and is most likely related to a carotid baroreceptor mediated response, commonly referred to as carotid sinus reflex. The carotid sinus contains numerous baroreceptors, which function as a "sampling area" for many homeostatic mechanisms for maintaining blood pressure. During balloon inflation or stent deployment, pressure can be exerted on the nerves innervating the carotid sinus, which can trigger large changes in heart rate and/or blood pressure. There is no evidence to suggest that this event is related to a manufacturing issue or defect of the device. There are patient factors that contributed to this event